Manufacturer narrative:
Date of event is unknown. This report is for six (6) unknown cortex screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for six (6) unknown cortex screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 patient had an external fixation for a talus fracture. Patient was brought back for a planned open reduction internal fixation (orif) on (B)(6) 2017, were a 2.7 mm locking compression plate (lcp), three cannulated screws, and six cortex screws were implanted. On (B)(6) 2017, the patient had a hardware removal due to infection, no malfunction of product reported. A plate and screws were removed. Surgery was successfully completed with no delay. The patient outcome was reported as okay. This report is for six (6) unknown cortex screws. This is report 3 of 3 for (B)(4).